Event description:
Nurse inserted #22 safety huber needle in right port. Flushed with 20 ml of normal saline that infiltrated into chest. Pulled needle out and it was almost completely bent to the side.